Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber tip and laser beam were removed distally. The fiber was discarded, and a new fiber was used to complete the procedure. There were no patient complications.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber tip and laser beam were removed distally. A physical break of the fiber was found during cleaning of the fiber. It was noted that pressurized saline was used. The fiber was discarded, and a new fiber was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber did not confirm the fiber tip was removed distally, as there was no fiber tip detachment. Analysis did identify a proximal circumferential fracture and a bent connector along the outer ring. Two fiber cards were returned with the fiber. One likely belongs to the fiber that was used to complete the case. Since the returned fiber cards both indicate the fiber was used, the bending may have occurred following use, or during shipping back to boston scientific. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The fiber connector passed the connector segment verification test indicating there were no connection issues. The metal cap exhibited charred debris adhesion which is indicative of tissue contact during the procedure. Inadvertent handling and/or excessive force was likely used during cleaning or when reintroducing the fiber into the scope, which probably contributed to the identified fracture. According to the device instruction for use (IFU), the IFU cautions the user to not excessively manipulate or bend the fiber. The investigation did not identify any abnormality in manufacturing or design from the risk review and device history record review. Based on analysis results, the interaction between the user and device likely caused or contributed to the analysis findings. The information reasonably suggests that the identified proximal circumferential fracture and the bent connector are unlikely to cause patient harm if it was to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported detached fiber tip.

Manufacturer narrative:
B5. Describe event or problem: correction. H11. Additional MFR narrative: correction. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified there was a fracture at the proximal end of the metal cap, and there was a bent connector along the outer ring. Two fiber cards were returned with the fiber. One likely belongs to the fiber that was used to complete the case. Both fiber cards indicate the fibers were used. It is possible the bending on the connector occurred following use or during shipping back to the manufacturer since the fiber was able to be used. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The fiber connector passed the connector segment verification test indicating there were no connection issues. The metal cap exhibited charred debris adhesion which is indicative of tissue contact during the procedure. Regarding the fiber fracture, it is possible that inadvertent handling and/or excessive force was used during cleaning or when reintroducing the fiber into the scope, which probably contributed to the identified fracture. According to the device instruction for use (IFU), the IFU cautions the user to not excessively manipulate or bend the fiber. Based on analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber tip and laser beam were removed distally. A physical break of the fiber was found during cleaning of the fiber. It was noted that pressurized saline was used. A new fiber was used to complete the procedure. There were no patient complications.